Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during kyphoplasty procedure two of the stents did not expand as expected. Those two small stents opened eccentrically and not centrally, as expected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review: product code: 09.804.500s, lot number : 82298827, release to warehouse date : 04. Dec. 2023, expiration date :01. Dec. 2026, supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. The x-ray investigation revealed that the vbs small was not complete inflate. The x-ray sequence provided sufficient information to confirm the reported issue. However, with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. According to the surgical technique vertebral body stent se_818940 rev. Ab the following warnings are mentioned. Slowly increase pressure and volume by rotating the handles of the connected inflation system in a clockwise direction on both sides. Proceed slowly after the stents begin expanding at approx. 12 atm. Match the expansion bilaterally by tracking the fluid volume on the scales. When the pressure reaches 26 atm, continue dilatation gradually. Wait a few seconds then slowly continue until the desired stent diameter is reached. Stop balloon inflation when any of the following happens: 1. Desired vertebral body height or angle is reached. The maximum stent diameter is 15 mm for vbs small and 17 mm for both vbs medium and vbs large. 2. Pressure reaches 30 atm (440 psi). 3. Vbs volume reaches maximum: ¿ 4.5 ml for vbs small, ¿ 5.0 ml for vbs medium, ¿ 5.5 ml for vbs large. Precaution: the vbs expansion pressure and volume on the inflation system must be monitored carefully on the inflation system¿s phosphorescent manometer (units: bar/atm, psi) and syringe body with black volume markers (units: ml/cc), respectively. Warnings: -do not inflate the balloons beyond their maximum volume or pressure. If this is done, they may leak. -vbs maximum volumes differ from vbb maximum volumes. -in case of contrast medium leakage, pull vacuum, insert stiffening wire and remove balloon. Do not reuse the balloon. To pull the vacuum and release the pressure push in the white wings and pull the handle back. Once the expansion is stopped, record the volume of solution used as indicated on the inflation system. Precautions: -do not use air or other gases to inflate the balloon catheters. -never expose the balloon catheter to organic solvents (e.g. Alcohol). -the efficacy of the balloon catheter may be adversely affected if it comes into contact with bone splinters, bone cement, and/or surgical instruments. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the vbs small would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product code: 09.804.500s, lot number: 82298827, release to warehouse date: 04. Dec. 2023, expiration date :01. Dec. 2026, supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.